Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that the patient experienced adhesive issues with infusion set on (B)(6) 2026. The adhesive did not stick properly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: south africa.